Event description:
The 56mm shell was placed on the 56mm impaction ring attached to the multi-function handle with universal adaptor. The impaction ring was successfully trialed with the shell on the back table prior to impaction. Upon impacting the shell, the surgeon had difficulty disengaging the shell from the impaction ring. Add'l force was applied and the impaction ring disengaged from the shell in less than 60 seconds. However, the universal adaptor will not disengage from the impacting ring. The surgery was completed successfully w/o any harm to the pt.

Manufacturer narrative:
Mfg records and quality documents were reviewed. Review confirmed all impacting rings released to the field of lot 095925 (B)(4) conform to the specification valid at the time of manufacture. Another MDR was filed for the same lot, 3005180920-2009-00017. Review confirmed all 01.15.10.0162 released to the field of lot 095786 (B)(4) conform to the specification valid at the time of manufacture. Investigation into the root cause and possible corrective action for this specific pair of complaint devices is in progress but not complete at this time. Due to previous impacting ring complaints and investigation results, an immediate corrective action was implemented. The surgical technique and impacting ring instructions for use were updated to introduce a trial of the impacting ring with the shell prior to surgery in order to reduce recurrence. In addition the impacting ring must be tightened with the proper tool and the impacting ring should not be forced when engaging the shell. However, the trial of the impacting ring prior to surgery did not prevent recurrence in one previous instance. As a result of the MFR initiated a recall on (B)(6) 2010. A new improved design of the impacting ring was introduced by reworking the existing product. It will improve assembly between the two devices by increasing the clearance between the two devices to account for potential dents caused by impaction over time. The product removal and labeling change were reported to the los angeles district, recall coordinator on (B)(6) 2010.